Manufacturer narrative:
(B)(4). A ge healthcare biomed performed a checkout of the equipment and confirmed the reported complaint. The hose was replaced.

Event description:
The hospital reported the suction hose would not connect to the wall. There was no report of patient involvement.